Event description:
A syringe containing epogen that was sent from pharmacy was injected into patient and could not push the medication into the patient. The rn removed the needle from the patient and pulled back on the plunger. The needle was cleaned and then administered to the patient.